Manufacturer narrative:
(B)(4). The analysis on this device is pending. Device not received yet.

Event description:
During the implantation procedure, the ventricular setscrew on this device would not tighten. The ICD was not implanted; a new paraydm was implanted successfully.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4). The device was received for analysis on (B)(4) 2012. The analysis is pending.

Event description:
During the implantation procedure, the ventricular setscrew on this device would not tighten. The ICD was not implanted; a new paraydm was implanted successfully.

Manufacturer narrative:
(B)(4), 2012.the analysis on this device is pending.the device was received for analysis on (B)(4), 2012. The analysis is pending.

Event description:
During the implantation procedure, the ventricular setscrew on this device would not tighten. The ICD was not implanted; a new paradym was implanted successfully.